Event description:
It was reported that there was a loss of therapeutic effect and a return of tremor/shaking which had been noticed on the day of this report. Patient noted that the tremor seemed to be better at the time of the call than before. Additional information received reported that the patient did not have concerns with their device or therapy and had received assistance from a manufacturing representative.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va03sbd, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).